Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction was updated on (B)(6)2025. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator when the patient experienced symptoms. The reported glucose values fall within the a zone of the parkes error grid when paramedics arrived. There was not a complete set of reported glucose values available to search within the parkes error grid calculator after discharged. The data investigation found a difference in values that falls within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred 2 days after the sensor had been inserted into the abdomen. According to the patient, on (B)(6) 2025 around 01:00 pm the patient experienced sweating a lot, felt weak, and had to lay down as she was about to pass out. Someone called an ambulance which arrived in 6 minutes. When the paramedics arrived the cgm was reading 72 mg/dl, and the blood glucose reading was 62 mg/dl. It was not reported that any treatment had been taken by the patient before the fingerstick was taken. The patient however alleged that even though the cgm was accurate at the time of the fingerstick, the cgm reading would have been inaccurate prior to the onset of symptoms. The patient was not given any medication or treatment by paramedics but was brought to the emergency room. At the hospital the patient was given intravenous fluids and sugar waffles. The patient was discharged that same night around 11:00pm, the blood glucose reading was 112 mg/dl at that time. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was stable. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the a zone of the parkes error grid. The data investigation found a difference in values that falls within the b zone of the parkes error grid. No additional patient or event information is available.